Event description:
It was reported that an axial slippage of the rod occurred on the mesa screw due to inadequate rod overhang post-operatively. No further information has been received at this time.

Manufacturer narrative:
E2 has been corrected from 'no' to 'yes'. E3 has been corrected from blank to 'physician/surgeon'. Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot/catalog number was not provided and could not be obtained. A surgeon reported during that he had an event of axial slip. However, no further information is available and it could not be confirmed if the event occurred as the surgeon reported that he "thought he had one." There is not enough information to perform an investigation at this time. If more information becomes available this investigation will be updated accordingly.

Event description:
It was reported that an axial slippage of the rod occurred on the mesa screw due to inadequate rod overhang post-operatively. No further information has been received at this time.